Event description:
Allegedly, only gladiator 26 bipolar cup ver. 2 49mm return. Confirmed that it was not due to trauma. Sales rep checked the cup and there did not seem to be any problem. Possible soft-tissue inter-positional transposition. Non revised products: product ID: pha00242 profemur® z stem size 6/ lot no.: 1958624/ qty:(B)(4) product ID: 26012602 femoral head 26 mm 0 mm/ lot no.: 2001498/ qty: (B)(4) product ID: pha01202 profemur® modular femoral neck/ lot no.: 1999027/ qty: (B)(4). Japan (B)(6).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.